Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, b3.

Event description:
Healthcare professional reported the reason for right side removal was noted as "right breast capsular contracture, baker grade 1, painful, deflated breast implant, hematoma, deformity, hardening. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported the reason for right side removal was noted as "right breast capsular contracture, baker grade 1, painful, deflated breast implant, hematoma, deformity, hardening. Device has been explanted and replaced.